Event description:
It was reported that a malfunction alarm occurred, leading to the customer's blood glucose level rising to 600 mg/dl. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond normal support. Technical support provided instructions for resetting the pump, which was successful, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.